Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and blank display. The customer stated they had received an error stuck button and tried to select ok button, then the screen was completely blank. Customer stated belt clip was damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Customer complained about having unexpected battery power loss/blank display/keypad unresponsive/button error alarm on (B)(6) 2021. The thus download was successful. Pump error 61 alarm found in the insulin pump history/trace download on (B)(6) 2021 at 10:19:18 o'clock. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected pump error 25, low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted in the device trace download. Device passed sleep current measurement, active current measurement, self test and displacement test. All the buttons functioned properly and no stuck button error alarm, blank display or battery errors/alarms noted during testing. Device was received with minor scratched lcd window and cracked select button keypad overlay and the p-cap locks properly into place. Device was cut opened, inspected and tested. No moisture damage on keypad traces noted. Keypad connector was locked properly into place. Device passed the keypad voltage test. However, moisture damage found on electrical board 1 at keypad connector (j2), keypad flex cable copper connector traces, internal battery connector (j6), internal battery connector plug, da2, r80 and r90. In conclusion, unexpected battery power loss/blank display/keypad unresponsive/button error alarm noted during testing. However, pump error 61 alarm found in the insulin pump history. Moisture damage and cosmetic damage found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.